Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes of non-sustained ventricular tachycardia due to myopotential oversensing was observed. The patient was pacemaker dependent but asymptomatic. Programming changes were made, and the device remains implanted.